Event description:
It was reported that during implantation of an impella cp there was a concern of a possible perforation. The pump was pulled back and no perforation was seen. A new impella cp was then implanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the impella cp was returned from evaluation. Device in wrong position: no damage was noted on the returned pump. Clinical details noted that the physician had a concern for a possible perforation after the impella was inserted. The physician pulled the pump back across the atrioventricular and imaging showed no perforation. The decision was made to explant the pump rather than attempt to re-insert. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the physician. Device history review: the pump passed all post-sterile inspection checks.